Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A user reported that the unit (00mlx mlx 300w xenon lightsource) emitted a burning smell during operation. The report stated that after conducting a thorough inspection, it appears that the equipment had an electrical fault that likely originated from the mainboard. There was patient involvement; therefore, no patient injury or surgical delay was reported.